Event description:
Customer reported via phone call that their insulin pump is damaged. The blood glucose reading is 116 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with a cracked case near the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked display window, bleeding display glass and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.